Manufacturer narrative:
An event regarding corrosion involving a cocr head was reported. The event was not confirmed. Devices were not available for evaluation. Medical records received. Records could not confirm the reported corrosion. A review concluded that there is no indication for presence of device related factors. Device history review. The devices were accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the lot. The exact cause of the event could not be determined as x-rays and the devices were not received for evaluation. A medical review concluded there is not indication the event is device related. No further investigation for this event is possible at this time.

Event description:
It was reported that discomfort aseptic hip, pain possible trunnionosis case from head neck junction worried about corrosion. Op notes show high corrosion levels and potential soft tissue damage.

Event description:
It was reported that discomfort aseptic hip, pain possible trunnionosis case from head neck junction worried about corrosion. Op notes show high corrosion levels and potential soft tissue damage.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.